Manufacturer narrative:
Adhesive pad not attached to returned device. Data downloaded from the device returned an 0x33 alarm. Indicating a communication interruption between the pod and pdm has occurred. The device was reset, paired with a pdm, and successfully delivered a 5u bolus. No issues were noted, that would result in a communication error. The customer reported, that the cannula dislodged from the infusion site. No damages or defects were observed, that would cause the cannula to dislodge. The exact cause of the reported event could not be determined. Per new information, the following were updated. D1: brand name changed from omnipod insulin pump to omnipod insulin management system; d4: model no changed from 14810 to 19191; d4: lot no changed from blank to l45702; d4: catalog no changed from zxy425 to zxp425; d4: expiration date changed from blank to 10/12/2021; d4: unique identifier (UDI) # changed from (B)(4) to (B)(4); g5: PMA/510(k) # changed from k192659 to k162296; h4: device mfg date changed from blank to 4/12/2020.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. It was reported that the cannula had dislodged from the infusion site. This condition could interrupt insulin delivery and contribute to hyperglycemia. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported that the patient's blood glucose (bg) levels reached 300 mg/dl, while wearing the pod between 36 and 48 hours on the hip/buttocks area. The patient noticed that the adhesive pad was loose and the cannula had dislodged from the infusion site. No information was provided on how the hyperglycemia was treated.